Manufacturer narrative:
Technician found that the head end high low was drifting down due to the valve sticking. Replaced head end high low hydraulic valve to resolve this issue. Bed was repaired in bed shop.

Event description:
Tech - head end high low drifting down. Valve sticking. Not due to misuse or abuse. Replaced head end high low hydraulic valve. Head end of bed no longer drifting down. No injured or emergency actions reported. Bed repaired in bed shop.